Event description:
Event description cpi received information that this patient was experiencing high rv thresholds. At the lead revision, this transvenous defibrillation lead was found to be dislodged. It was successfully repositioned and remains actively in use.